Manufacturer narrative:
Product complaint number: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic cholecystectomy procedure on (B)(6) 2022 and suture was used. During the last stitch while closing the subcutaneous layer the needle broke and a piece was lodge into the wound and the other piece was still attached to the suture. Broken piece was retrieved and sent to pathology. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.